Manufacturer narrative:
The reported event of low defibrillation impedance was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The impedance test could not be performed due to only the connector portion lead returned. Correction: section g2, 'healthcare professional" should have been selected.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted.

Event description:
It was reported that device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.